Event description:
Two rings popped through plate upon final tightening. Another plate was available and the procedure was completed. Patient outcome: no adverse effect reported as a result of this event.